Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. The full name of the initial reporter listed in (B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the reported issues. The fse calibrated the transducers and performed all functional and safety tests. The iabp unit passed to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during patient transport, the cardiosave intra-aortic balloon pump (iabp) was not filling the intra-aortic balloon (iab). No adverse event was reported.